Event description:
The company received a report where it was reported the cuff would not inflate during pt use. The caller reported the non-routine trach replacement was required. The tube was replaced without incident to the pt.

Manufacturer narrative:
The caller confirmed that the sample associated to this report would not be made available for investigation. Without the actual complaint sample being returned and the lot number of the product, a full investigation cannot be carried out. If the sample is received at a later date, and/or if significant info becomes available related to this report, a summary will be provided in a supplemental report.